Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was implanted/positioned in the wrong place at implant, and that the patient had to get a revision surgery. The ins was originally implanted right on the belt line, where their belt sits. The patient's belt would sit up and put pressure against the ins and create pressure on their bone which 'hurt like hell. The revision surgery was performed in (B)(6) 2017. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.